Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 10/07/05 alleging that this one touch ultra meter was reading inaccurately erratic. The pt reported blood glucose results of "109 mg/dl and 67 mg/dl" with the lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The customer care agent (ccq) verified that the pt was using the correct testing techniques. The test strips were within expiration date, stored properly, and not opened longer than the discard date. The calibration code and unit of measurement were set correctly. The cca walked the pt through three consecutive control solution tests and the first result was an error 5, while the second and third results fell outside the specified range. Due to the failed quality control tests, this complaint is being reported. The meter, test strips, and control solution were replaced.